Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. Functional testing was performed, and the reported issue was not able to be duplicated. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a constant alarm/device was not infusing. The event was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.